Event description:
It was reported that the pump touch screen was cracked, unreadable, and unresponsive. Customers blood glucose (bg) was ranging from 500 mg/dl to ¿high¿ (specific value not provided). Customer addressed the elevated bg by manual insulin injection. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released from the hospital on (B)(6) 2022. Customer reverted to an alternate method of insulin delivery.